Event description:
In 1984, boston bilateral breast implants with pain & contracture post-op. Severe contracture at this event. 1. Rt gel implant ruptured. 2. Lt gel implant ruptured. Axillary approach for original surgery.